Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. Customer stated the display did not show fully only a portion of the time and reservoir icon were not showing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.